Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has not maintained the ipg as recommended. As a result, the charger and programmer can no long communicate with the ipg. The patient stopped maintaining the ipg due to receiving pain relief from the medication she has been taking. No further action will be taken at this time.